Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented with episodes of pacing inhibition. Upon interrogation, it was noted that the pacemaker exhibited noise oversensing. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.